Manufacturer narrative:
Patient information unknown, not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was experiencing blurry vision immediately post-op and worsening with an intraocular lens (iol). The lens was explanted and the incision was enlarged, however, there was no other medical or surgical intervention reported. No additional information is available.

Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that the impact code code 4625 incision enlarged provided on the initial report needs to be corrected. Impact code code is no longer applicable and therefore, it is being removed as an impact code. Note: acknowledgement 2 for this report was received on 9/22/2022. There was a delay in receiving acknowledgement 3 due to a cdrh system issue. Therefore, this MDR is being resubmitted at the request of cdrh on 10/19/2022. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Further information was provided that another johnson & johnson lens (different model and higher diopter) was implanted as a replacement. Section d9: device available for evaluation? Yes. Returned to manufacturer on: 1/13/2021. Section h3: device returned to manufacturer? Yes. Device evaluation: the complaint lens was received in a specimen cup. Visual inspection under magnification revealed, viscoelastic on the optic body and haptics. And the lens cut in half. Which is consistent with a lens, that was handled during explant. The lens was cleaned, and no other cosmetic defects were observed. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed. And no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed, that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.